Event description:
This device has been received for analysis.

Event description:
Analysis is now complete.

Manufacturer narrative:
When testing is complete, this report will be updated.

Event description:
Boston scientific crm received information that this device had triggered the elective replacement indicator (eri) and required replacement in the near future. It was suspected that the battery had depleted prematurely. No adverse patient effects were observed.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.

Manufacturer narrative:
At this time, no additional information is avialable and records indicate that this device remains implanted. If additional information becomes available, this report will be updated.